Event description:
The blade was physically broke apart into multiple pieces. Noticed while using with a patient, but not sure when the damage actually happened.

Manufacturer narrative:
(B)(4). Confirmed reported customer complaint. Safety alert notice (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.